Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first successfully installed by the user in (B)(6) 2010 and performed to specifcation up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. The device then passed a self-test on the (B)(6) 2014 and continued to pass all self-tests up to (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between (B)(6) 2014 and (B)(6) 2015. The pad-pak was then removed. On the final history log entry on the (B)(6) 2015 the device passed a self-test.investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.